Event description:
It was reported that an asymptomatic patient presented in the emergency room with device that was far field p-wave oversensing on the ventricular channel. The patient did not receive inappropriate therapy. The oversensing was noted on a stored egm. Programming changes were made and resolved the oversensing issue. The patient had no adverse consequences and was released from ER that evening.